Event description:
Patient's knee was revised due to infection. Patient fell the day after their primary surgery and broke their ankle during fall and split open the primary knee surgery wound which caused this infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital and surgeon policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.